Event description:
Pelvic belt attachment point failure. The crotch strap anchor point tore out. No reported injury. The unit has not been received for evaluation by sunrise medical.

Event description:
Pelvic belt attachment point failure. The crotch strap anchor point tore out. No reported injury. The unit has not been received for evaluation by sunrise medical.